Event description:
It was reported, the light source lamp malfunctioned; bulb did not last 500 hours. The issue occurred during procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported poor lighting issue after replacing the bulb could not be determined, as the device was not returned to olympus for evaluation.. Olympus will continue to monitor field performance for this device.